Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was in the hospital for several days, and she attempted to hurt herself. The customer stated that she was under a lot of stress and did not know what she was doing. The customer also stated that she was drinking heavily and injected herself eighty five units of insulin by pushing the plunger of the reservoir. The customer was admitted with low blood glucose under 20mg/dl. The customer stated that she would like to know if she can continue using the insulin pump. Advised the customer to contact her doctor for advice. No further info was provided.